Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with naked eye and magnification with no issues noted. Leak testing, clear passage test, clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid from a catheter leaked into the transfer set while the twist clamp was in the closed position. It was stated that fluid was noticed in the tip protector that covers the female connector. No damages or connection issues were observed. No cleaning solution was used on the transfer during this event. A new transfer set was connected to the home patient. There was no patient injury or medical intervention associated with this event. No additional information is available.